Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was in range of 50 to 60 mg/dl, educated about the auto mode and when she goes low the feature will remain active but it will stop giving her insulin. Customer blood glucose was dropping and it didn't suspend. Offered troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.